Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure performed to treat a lesion in an unspecified vessel, an unknown nc trek dilatation catheter was used. The device was slow to deflate; however, there were no adverse patient effects. No additional information was provided.